Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, when the physician attempted to implant the lead in the right ventricle, the stylet was not going properly into the lead. The lead could not be fixed due to the helix was not extending. Once the lead exhibited capturing issue, the physician forcefully removed the lead causing the lead to break. Another lead was used. There was no patient consequences.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.